Event description:
It was reported the fan is making a loud noise. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) loose ECG (electrocardiogram) connector found on a printed circuit board assembly. Programmer has a noisy fan. Programmer hinge plate has one missing screw and two loose screws. Microphone found out of electrical specification. System errors found in the programmer error log.